Event description:
It was reported that a customer experienced an issue with their pump as the screen went dark and would not turn on, while the red led flashed every 30 seconds and the pump beeped and vibrated once every three minutes. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, and the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. Instructions were given on how to put the pump into storage mode before returning it, and the customer agreed to return the problematic pump using a pre-paid label within ten days.